Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead perforated the rv and was in the gastric district. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix partially extended. If information is provided in the future, a supplemental report will be issued.